Event description:
.

Manufacturer narrative:
(B)(4). Eval method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: additional info received from the risk manager and surgeon: medtronic ats received info from a user facility medwatch form that the pt presented to the hospital with palpitations and chest pain. Transesophageal echocardiogram (tee) revealed mitral regurgitation (pt's native valve) with dilated left ventricle and left atrium. The valve was replaced with this mechanical valve and a maze procedure was performed. After the pt was weaned to minimal bypass, a tee showed mitral regurgitation with one leaflet not closing fully. The left atrium was reopened but no abnormality of the valve was seen as the valve opened and closed appropriately. The surgeon decided to explant the valve and put in another (B)(4) in a different orientation. This valve functioned normally. The pt left the ICU on the second post implant day and had a normal recovery. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. However, based on the surgeons comments, the cause of the issue may be related to improper orientation of the valve.